Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure of right bullectomy, it was noted from the beginning of the operation that it was impossible to operate the handle. This defect was observed despite a proper test before use and required the removal of the equipment as well as the change of the handle and reload in order to finalize the procedure. There was no patient injury.